Event description:
It was reported that during a sinus surgery, the inner cannula of the blade sheared off during a procedure. They were unable to find the tip and thought it may be in the patient and took an x-ray. However, while cleaning up the surgery room after the procedure they were able to find the tip. It was not in the patient. There was no patient impact.

Manufacturer narrative:
(B)(4).